Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-07593.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-07593. It was reported ((B)(6)) during an elective ipg replacement procedure on (B)(6) 2018, it was found one of the patient's 2 leads had impedance issues due to possible lead fracture. As a result, the lead was explanted. The patient's other lead remains implanted. It is unknown which lead is liable. Therefore, both are being reported.